Manufacturer narrative:
(B)(4). The reported complaint for "the catheter can not be inserted" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the catheter can not be inserted". Additional information states that to continue therapy, another iab catheter was inserted. No patient injury or consequence reported. The patient's current condition is reported a "fine".

Event description:
It was reported "the catheter can not be inserted". Additional information states that to continue therapy, another iab catheter was inserted. No patient injury or consequence reported. The patient's current condition is reported a "fine".

Manufacturer narrative:
(B)(4).